Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. The alleged call service alarm was not able to be investigated due to an unrelated failure. The pump was returned in a condition that made evaluation of the issue impossible. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.